Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an empty cartridge alarm and a low insulin alert occurred. Reportedly, the cartridge had 300 units of insulin. Customer's blood glucose was 417 mg/dl. Customer reverted to manual injections for insulin therapy.